Event description:
A report received from (B)(6) stated the left endobronchial tube cuff did not deflate, prior to use. There was no patient involvement.

Manufacturer narrative:
The investigation into this complaint is on-going. As additional information is received, a supplemental report will be issued. (B)(4).